Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/01/2013 with the following findings: the complaint of the blank display screen was not able to be duplicated; the pump powered on and the display was clear and legible. No defect was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen went blank after replacing pump battery and sounds/vibrations were audible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.